Event description:
On (B)(6) 2026, carestream health inc. (Csh) was informed of an incident while using the carestream drx-evolution plus system. The collimator detached from the tube mount after an x-ray exam remaining suspended solely by its cable. No patient or staff injuries occurred.

Manufacturer narrative:
Carestream health inc. (Csh) has investigated this issue and it was determined that this was not a device malfunction; and no design or manufacturing issues were identified. The detachment resulted from improper service installation, as the mounting wedge blocks had not been fully secured during servicing performed 1-2 days earlier. The collimator was resecured, and the service team was reminded of the correct installation procedure. No patient or staff injuries occurred. Although the detachment resulted from a service installation error, it occurred during clinical use, meaning that recurrence under similar conditions could likely cause serious injury. Therefore, the event is being reported to the FDA. The risk has been mitigated as far as possible. No further actions are required, and carestream health has closed the investigation.